Event description:
On (B)(6) 2012, the pt underwent an endovascular procedure to treat an abdominal aneurysm with gore excluder aaa endoprosthesis. The aneurysm was excluded and the pt tolerated the procedure. On (B)(6) 2012, the pt suffered a stroke. The cause of the stroke is unk. On (B)(6) 2012, imaging showed the pt had carotid stenosis.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs